Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet displayed a persistent blue screen, consistent with a device display malfunction and screen bezel separation, and a replacement ilet was arranged while instructing the patient to shut down the device and return it. Symptoms included no adverse clinical effects, and the patient¿s blood glucose was reported at 140 mg/dl. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of user report, device history review, and receipt and inspection of the returned device. Investigation of this case revealed a suspected hardware display failure associated with the screen assembly. It was concluded that the cause was a component malfunction attributable to the display hardware.